Event description:
Customer reports: protime system inr results lower than reference lab. On (B)(6) 2010, protime inr 1.6 vs protime inr 3.0 ref lab. Pt's inr therapeutic range: 2.5-3.5.

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.